Manufacturer narrative:
It is likely that the tearaway introducer failures are related to physician technique and unlikely that three different introducers from two different kits would fail during the same event due to a manufacturing or design defect. All of the equipment used for the procedure was discarded by the facility and thus unavailable for inspection by the firm. Review of records found no other reports of sheaths bunching during implant over the past 12 months.

Event description:
Patient was scheduled to be implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. During the implant procedure, the physician had difficulty using the tearaway introducers due to the sheaths bunching when attempting to insert into the patient. This occurred with three different introducers. Due to the extended delay of the procedure, the case was aborted and the patient was brought out of anesthesia without implanting the system.